Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead deployed; however, unsatisfactory measurements were observed. The physician tried to reposition the lead, but the helix wouldn't completely retract. The lead was replaced with a new one, and all measurements were satisfactory. No adverse effects were reported. The attempted lead will be returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing and tip region, with no observed abnormalities. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of unsatisfactory measurements, device sensing issues, or fracture. The helix difficulty allegation was confirmed based on the field report. Dried blood in the helix housing prevented direct testing of the helix mechanism.

Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead deployed; however, unsatisfactory measurements were observed. The physician tried to reposition the lead, but the helix wouldn't completely retract. The lead was replaced with a new one, and all measurements were satisfactory. No adverse effects were reported. This lead was returned for analysis.